Event description:
The customer reported to olympus that while using the gastrointestinal videoscope, there was air/water leakage from the body control unit. There was no patient harm associated with the event. The device was returned and evaluated, and there was clogging of the suction tube in the universal cord; foreign objects came out of the suction port. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; water tightness was lost due to damage of the up/down knob. Due to clogging of the suction tube in the universal cord, foreign objects came out of the suction port; the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up/down knob was out of standard value due to wear of the angle wire, the adhesive on the bending section cover was chipped and had a white-clouded area, and the universal cord had a scratch. Additionally, the adhesive around the objective lens had a white-clouded area, the objective lens had a scratch, the adhesive around the light guide (lg) lens had a white-clouded area, the plastic distal end cover had a dent, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was larger than the inner diameter of air/water (a/w) nozzle got into the (a/w) channel caused clogging. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.